Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was entering an unspecified quantity of exactamix 2400 valve sets and free flow of potassium phosphate (inlet 11) was observed. The inlet 11 should not have been open; however, it was observed that potassium phosphate (inlet 11) was turned open when connected to the pump, allowing the entire vial to flow freely into the final container. To resolve this issue, a different valve set was used. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between august 9, 2025 ¿ august 10, 2025. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.